Event description:
The user facility reported that during priming of the oxygenator circuit, the perfusionist noticed fluid leaking from the gas port of the oxygenator. The unit was changed out prior to the start of the bypass procedure. Therefore, there was no patient involvement.

Manufacturer narrative:
The returned sample was visually examined and leak tested. This evaluation confirmed a single broken fiber to be the cause of the reported leakage. All units are leak tested during production and there were no indications of any production related problems in the device history records. A review of the complaint files confirmed that this lot has not been reported previously. The device labeling does address the potential for such an occurrence with specific directions to prime the entire oxygenator circuit while thoroughly checking for any signs of leakage prior to use. All available information has been placed on file in quality assurance for appropriate tracking, trending and follow up.